Manufacturer narrative:
On 09/16/2019, mentor received additional information regarding an estimated explantation date, (B)(6) 2019. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/30/2019, the suspected medical device was returned for evaluation. After reviewing the returned materials, mentor became aware of the correct catalog number, lot number, device manufacture date, and expiration date of the device. A manufacturing record review was performed for the new complaint device, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/18/19, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, a crease was noted on the posterior aspect. Also a tear was observed within the crease measuring approximately 3.5 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: 325cc mentor memorygel breast implant, catalog #: 3507325bc, serial#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced left-sided capsular contracture and deflation post operatively. The diagnosis was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.